Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of fatigue. It was noted the right atrial (ra) lead dislodged. The ra lead was programmed to off. No further patient complications have been reported as a result of this event.